Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the date axis on lead trends is labeled incorrectly on the remote monitoring network report. No troubleshooting indicated. It was further reported that there was intermittent atrial undersensing during atrial fibrillation on current electrogram. It was also noted there was high thresholds on the right ventricular (rv) lead. The right atrial (ra) lead remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.